Event description:
It was reported that during an a-fib procedure, a pericardial effusion occurred. The physician performed pericardiocentesis and once the patient was stabilized, they continued with the case and finished isolating the vein. The physician's opinion regarding the causality of this event was probably from transseptal puncture. The patient was in stable condition and was transferred to recovery.

Manufacturer narrative:
Analysis will not be performed since the device was not returned. Concomitant products: cool flow pump us catalog #: cfp002 serial #: (B)(4). Carto 3 system us catalog #: fg540000 serial #: (B)(4). Stockert 70 system us catalog #: s7001 serial #: (B)(4). Webster quadripolar - fixed (reprocessed catheter) us catalog # and lot #: unknown. Reprocessed bard cs catheter catalog # and lot #: unknown. (B)(4).